Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 12:54:03. During night drain cycle two, the patient's ultrafiltration reading was 316ml, indicating the home patient (hp) drained 316ml more than their maximum programmed fill volume of 200ml.no additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. The reported difficulty of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was use error, inappropriate bypass of the drain, not including I-drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. The patient guide states "bypassing a low drain volume alarm can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.